Event description:
It was reported that the user experienced a low glucose event, noting a cgm value in the 80s and dropping, felt compelled to treat immediately upon critical low alerts, and ingested apple juice, a vanilla shake, tater tots, and peanut butter crackers, after which cgm values rose into range; the user also reported avoiding meal announcements due to perceived excess insulin delivery. Symptoms included shakiness and feeling ¿weird,¿ consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery to in-range glucose without medical intervention. Investigation included complaint intake, troubleshooting, and user education regarding hypoglycemia management and device use. Investigation of this case revealed no device malfunction reported or confirmed, and the event was consistent with hypoglycemia of unclear cause with potential contribution from user behavior around meal announcements and rapid corrective carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.